Event description:
Two pt samples with discrepant potassium results. Pt 1, initial result gave 4.9 mmol/l; repeat gave 4.1 mmol/l. Pt 2, initial result gave 5.9 mmol/l; repeated twice gave 4.6 mmol/l each time. No erroneous results were reported. The customer replaced ise mix-tower and both sample probes. The field svc rep determined the cause for the discrepancy to be defective ise tubing and a clogged mix tower. The user replaced the mix tower and the field svc rep replaced peri pump tubing and calibrator air vent tubings. Performance tests were performed and within spec.